Manufacturer narrative:
(B)(4). The device was manufactured between april 30th and may 1st, of 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any defects on the device. A pull test was performed and separation was noted between the tubing and the housing of the device. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.2 micron extension set had the filter cover separate from its filter. There was no patient involvement. No additional information is available.